Event description:
It was reported that wire fracture occurred. A 1.50mm rotalink plus and rotawire were selected for use. During testing outside the patients body, it was noted that the wire fractured. The wire was attempted to be replaced, however the new wire would not pass through the lumen of the burr. It was noted that portion of the fracture wire remained inside the burr. The burr did not enter the patient's body. A new burr was opened and the procedure was completed. No patient complications were reported.

Event description:
It was reported that wire fracture occurred. A 1.50mm rotalink plus and rotawire were selected for use. During testing outside the patients body, it was noted that the wire fractured. The wire was attempted to be replaced, however the new wire would not pass through the lumen of the burr. It was noted that portion of the fracture wire remained inside the burr. The burr did not enter the patient's body. A new burr was opened and the procedure was completed. No patient complications were reported. Device evaluated by MFR.: the device was returned for evaluation. A microscopical and visual examination of handshake connection, sheath, coil and burr were made. The coil was stretched and during the microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire.the rotawire was attempted to insert through the burr, but was not able to. The burr was soaked in hot water and the wire would still not pass the burr. The wire was then inserted into the proximal end of the burr catheter and it advanced all the way through stopping at the annulus. The burr was then put into an x-ray machine and it was revealed that there was no occlusion or irregularities in the burr lumen. Inspection of the remainder of the device presented no other damage or irregularities.